Manufacturer narrative:
The sample was not returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4).

Event description:
It was reported that a cuff developed on the catheter balloon. The balloon was deflated and the catheter was pulled on to remove but it became stuck at the tip of the penis. The balloon was redeflated and negative pressure was held and an attempt to remove the catheter was tried again with continued resistance. Lubrication was applied to the head of the penis and negative pressure held and another gentle attempt was made to remove the catheter with resistance met again. The physician was called in and efforts to remove were stopped as there was fear of causing trauma to the meatus. Pain medication was given to the patient and the physicians attempt to remove the catheter was again unsuccessful. The catheter was pushed back into the bladder and reanchored, betadine was used and the patient was repositioned, the physician was then able to work the catheter out.